Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. The device is not marketed or distributed in the us. However, it is similar to taperloc hip system (k050441, jdi) . Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study 490 the patient reported severe pain with difficulty performing daily activities. During one year follow up, patient reported marked pain with limitation in daily activities, and at 3 year follow up visit, patient reported moderate pain with difficulty performing daily activities. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, foreign - the event occurred in (B)(6).